Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 9 months no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient complained of bleeding around the driveline site on (B)(6) 2018 with no other symptoms. A picture of the site was provided to the patient¿s physician and infection disease specialist and the patient was started on doxycycline for 10 days. The patient completed the antibiotics on (B)(6) 2018; however, bloody drainage from the driveline site continued. An additional picture was submitted to the patient¿s physician and the patient was advised to continue taking the same dose of doxycycline until results from a wound culture were received. Additional information was requested but not provided.

Event description:
On 15may2018, the following additional information was received. Culture taken (B)(6) 2018, showed few stenotrophomonas maltophilia. Doxycycline was discontinued and patient started on bactrim ds for 2 weeks.

Manufacturer narrative:
Additional information can be found in b5.

Event description:
On 15may2018, the following additional information was received. Culture taken (B)(6) 2018, showed few stenotrophomonas maltophilia. Doxycycline was discontinued and patient started on bactrim ds for 2 weeks.